Event description:
The customer reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing the charging supplies, using another tandem wall adapter and charging cable, which resolved the issue, allowing the pump to begin charging again without further assistance.